Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b31 scope communication error occurred due to a defective image sensor unit, defective internal circuit board of the video connector, or a system failure. A final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a communication error due to damage on the charge-coupled device and or due to dirt on the electrical contact of the video plug. It was also confirmed that the label on the video connector had peeled off. Upon further inspection, it was observed that there was dirt that was difficult to remove on the angle lever due to handling. It was also observed that there were stains on switch 1 that were hard to remove. It was observed that water tightness was lost due to a dent on the distal end caused by physical or chemical stress. It was also observed that the adhesive of the objective lens had come off due to handling. It was observed that the adhesive on the bending section cover had a chip. It was also observed that the video connector and video connector case had a crack due to external factors. Lastly, scratches were observed on the following unit components due to external factors: bending section cover, video connector, operation part, the grip, switch 1, light guide connector, light guide cover glass surface and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a scope communication error (b31) and that the video connector label was peeling. There was no patient/user harm or injury reported due to the event.